Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 64 mg/dl. The customer disconnected from the pump to address bg level. The customer stated that the suspected cause of the low bg level was due to the customer becoming used to insulin therapy.